Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. The appearance of the breakage surface of the anterior web suggests that the nail breakage had its origin in this area. The fracture pattern resembles a fatigue fracture (evident by appearance of lines of rest/ waves). Starting from that region with an incipient crack the breakage progressed through the cross section. As a result of which the posterior web broke in a much quicker way with increased tensile load. Plastic deformation was not found. Significant drill marks are found at the lateral entrance of the proximal through hole for the lag screw at the anterior web; they progress through the bore towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture (notching effect) at the lateral edge of the anterior web. Heavy scratches throughout the length of proximal hole is indicative of the fact that there was a forceful insertion of lag screw intra-operatively. Patient¿s details, medical records like post, intra & pre-op x-rays and post operative activities were not available for evaluation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused due to a very sub-optimal procedure followed by the surgeon as presence of drill marks on the anterior web indicates towards improper drilling. This was followed by a forceful oblique insertion of the lag screw, indicated by heavy scratch marks which progressed throughout the bore towards medial. These events compromised the structural integrity of the nail and hence upon loading post-operatively, the nail broke in a fatigue manner. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
Short gamma 3 nail broke at the level of the hole for the femoral neck screw.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Short gamma 3 nail broke at the level of the hole for the femoral neck screw.